Event description:
It was reported that a pacing swan ganz catheter was placed in the patient but was unable to pace. The catheter was replaced and the problem was solved." There were no patient complications reported.

Manufacturer narrative:
We received one d97120f5 bipolar pacing catheter with monoject 3ml syringe with limited volume at 1.3ml for examination. Examination of the catheter found the balloon to inflate clear and concentric and did not leak. Continuity testing confirmed a full open condition of the proximal electrode and an intermittent condition of the distal electrode. A cut down was performed proximal of the balloon and the proximal lead wire was found to be broken proximal of the catheter tip and the distal lead wire was broken at the distal electrode. There was no catheter body damage observed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.